Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72404133, serial number: n/a, batch/ lot number: 0163620012, model/ catalog description: belt cuff fgs 5.5 cm iz. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 0174864008, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the complained of pain in scrotal area, where the pump of his artificial urinary sphincter (aus) was located, several months after implant surgery. It was further reported that the patient had an infection as the pain did not go away. The source of infection is unknown. The device was removed. A new aus was further implanted. The patient had a good outcome with no further complications. No more information is available at the moment.